Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the main drawer 3.2 failed to open and the drawer kept jamming. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was suspect faulty rails or rail misalignment. A field service engineer (fse) replaced the drawer with a spare. Then, the fse rebooted the station, cleaned the electronics drawer and around the back of communication sled and power supply. The fse checked for medications, cleaned debris from the bottom edge of back panel, checked for loose drawers and reseated the drawer cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.